Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted technical services and reported that the liberty select cycler was not draining (no alarm). The patient reported that during drain 1 of 4 and draining 18 ml out of 2500 ml, there was blood in the patient lines. The patient stated that their peritoneal dialysis nurse (pdrn) is aware of this issue. Technical services advised the patient to cancel treatment and to do a manual drain. Upon follow up, the patient stated that treatment was not completed. The patient stated that there was a blood clot in the dialysis tubing and the issue was not a result of the cycler. The patient has transitioned to manuals for treatment while they try to figure out what led to the blood clot. Additional follow up with the pdrn revealed that the patient required a physician order for heparin administration. The origin of the blood clot has not been determined, however, it was not related to any fresenius product(s). The patient has continued treatment with manual exchanges until the cause of the clot is determined.